Event description:
It was reported that after implantation, the "pt has appeared to have an allergic reaction i.e., spots and a rash." Physician does not think this is device related.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.